Event description:
It was reported that the user experienced sustained hyperglycemia with continuous glucose readings over 200 mg/dl for approximately 11 hours, confirmed by a fingerstick of 282 mg/dl, while using the ilet system and an inset 23 mm infusion set; no alarms or alerts were reported, and the caregiver calibrated the pump with the fingerstick value before planning an immediate supply change. Symptoms included hyperglycemia without reported physical complaints. Outcomes included on-device troubleshooting and education, including calibration and planned infusion set and supply replacement, with monitoring to confirm glucose trending downward. Investigation included complaint intake review and user-guided troubleshooting. Investigation of this case revealed no reported device alarms and no evidence of hardware malfunction, with the event consistent with hyperglycemia of unclear cause that could be related to infusion site or supply integrity prior to change. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.